Event description:
It was reported that the customer's insulin pump alarmed with a motor error. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on the display window and cracked case near display window corners. The device was monitored and all the operating currents tested within specification range. No unexpected low battery alarms noted. The device pump passed the prime, displacement and basic occlusion test. The unit was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing.